Manufacturer narrative:
Investigation conclusion: the customer's observation was not replicated in-house with retention products. Retention products were tested with qc cut-off hcg concentrations and high positive hcg urine standards. All devices showed positive results at read time and met qc specifications. No false negative results were obtained during in-house testing. Manufacturing batch record review did not uncover any abnormalities. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The distributor reported the complaint on behalf of the customer. The customer reported receiving false negative hcg results using the hcg one step pregnancy test device. A blood test was performed and the patient was determined to be pregnant. Although requested, no additional information was provided.

Manufacturer narrative:
Correction: the initial reporting information has been corrected.